Event description:
Report received that the ground prong on the ac power cord plug was twisted. The device was returned to the central processing department for an unspecified reason. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the ground prong on the ac power cord plug was twisted. Though requested, no additional information was provided.

Manufacturer narrative:
Initial testing of the device was conducted at the user facility by the field service engineer on (B)(4) 2012. The power cord was received on (B)(4) 2012. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.